Manufacturer narrative:
Technician replaced the head down solenoid valve to resolve the issue.

Event description:
Technician alleged that the head section will not stay raised, it slowly lowers on its own. No injuries reported.